Event description:
It was reported that a surgeon complained that the shaper/reamer instrument in the titan shoulder instrument tray was dull. The surgeon stated that it was not taking off the articular cartilage of the humeral head and that the force that had to be used started to "burn the bone."

Manufacturer narrative:
The investigation for this event is ongoing. If add'l info is obtained, a supplement will be filed if appropriate. Conclusions: use of the shapers produces wear and distortion on the cutting surfaces that can adversely affect function.